Event description:
It was reported that the surgeon harvested a graft that was "too deep" using the zimmer air dermatome. It was also reported that an additional graft possibly was taken with another unit to complete the surgery. There was no report of injury or adverse patient consequence associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was determined that the device was out of calibration. The motor ran within specifications, although it ran a little rough. Parts replaced included; bearings, calibrating shaft, swivel, motor, poppet assembly, and seal and retaining ring. The device was repaired according to procedure and returned to the customer. The device was purchased in 1992 and a review of service records indicate that the device has been in twelve times for repair and re-calibration. The last time in was (B)(6) 2008.